Event description:
While implanting a mitral valve annuloplasty ring, the ring started to detach from the holding plate while the surgeon was placing his stitches into the fabric of the ring. He was able to complete the annuloplasty without complication, but on examination of the plate, 2 of the 3 sutures that hold the ring in place on the plate had never been cut when releasing the plate upon placement of the ring. It was thought that in manufacturing the sutures were not placed properly, therefore not securing 2/3 of the ring to the plate.what was the original intended procedure?CABG x 4 mitral valve repair utilizing a number 28 carpentier-edwards physio ring and internal closure of left atrial appendage.device #1is this a laboratory device or laboratory test?no.